Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. The customer reported that the problem was resolved by replacing the flow sensor.

Event description:
The caller reported the unit was not passing the airflow accuracy test at the 120 lpm (liters per minute) setting. There was no patient involvement. The event date was not specified; estimate used.